Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of 5 months due to unknown reasons. The explanted valve was replaced with a 31mm 11400m valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and later through medical records that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of 5 months due to endocarditis. The explanted valve was replaced with a 31mm 11400m valve. A 28mm 4900 annuloplasty ring was implanted in the tricuspid position concomitantly. The patient was discharged pod #5. Per medical records, the patient was diagnosed with streptococcus mitis bacteremia and endocarditis featuring a large 2cm vegetation on the bioprosthetic valve leaflet. A redo mvr and tvr were performed. Intraoperative findings confirmed the presence of large vegetation on the mitral bioprosthesis. The infected bioprosthesis was removed, and a 31mm 11400m mitris resilia mitral valve was implanted. Additionally, tvr was conducted using a 28mm 4900t annuloplasty ring. The patient was successfully weaned from cpb without difficulty and was discharged on pod #5. Per pathology report, explanted 7300tfx mitral valve was covered in focal pink-gray friable vegetations. Mitral vegetation is a 3.3 x 3.0 x 1.4 cm aggregate of tan-pink rubbery and fragmented soft tissue with intermixed potential chordae tendineae. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.